Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator rec'd a high venous pressure alarm at the end of a routine hemodialysis treatment. Due to concern of clotting, the operator performed a 100 ml saline bolus. Although there did not appear to be a clot in the filter, the operator was still concerned of possible clotting and performed only a partial rinseback, resulting in approx a 200cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that the device malfunction occurred. Facility staff attributed the high venous pressure alarm to an access issue which has been resolved. The cycler alarmed appropriately. Device labeling instructs the operator to return the pt's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The reported blood was reviewed with facility staff who will provide add'l training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.